Manufacturer narrative:
This report is resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Article attached: "edge-to-edge mitral valve repair with extended clip arms: early experience from a multicenter observational study.na

Manufacturer narrative:
Exemption number e2019001- permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event, date of implant: estimated.

Event description:
This is filed to report the gripper line break. It was reported that during a mitraclip procedure, a gripper line break occurred with an ntr mitraclip. Details are listed in the attached article, titled "edge-to-edge mitral valve repair with extended clip arms.¿ please see article for additional information.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and complaint history could not be performed as lot information was not provided. All available information was investigated and without the device to analyze, a definitive cause for the reported gripper line break could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.